Manufacturer narrative:
A review of the logs was performed and the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022, procedure name - sleeve gastrectomy. Based on the information provided, the cause of the reported complication has been deemed to be product related. However, intuitive surgical, inc. (Isi) has not received the product for evaluation therefore, failure analysis of the product related to the complaint cannot be performed to confirm/identify any reportable failure mode(s). If additional information becomes available, the complaint will be re-evaluated. A follow-up MDR will be submitted if additional information is obtained. Refer to medwatch with patient identifier (B)(6) for the blue reload involved with this event. This complaint is considered a reportable adverse event malfunction event due to the following conclusion: it was alleged that there was staple line bleeding which required the use of a backup instrument to resolve. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur.

Event description:
It was reported during a da vinci-assisted sleeve gastrectomy procedure a blue stapler reload was used for the initial staple line and there was a lot of back bleeding. The customer follow-up confirmed a white reload was also used when the reported issue occurred. The customer swapped to a back-up instrument and completed the procedure with no reported injury. On 05-may-2022, the reporter provided additional information regarding the instrument: the sureform 60 stapler instrument was inspected prior to use and there was no damage noted. The reported issue occurred during stapling and the surgeon experienced quite a bit of bleeding on the first and last staple fire. The surgeon was using the blue and white reload at the time of the reported issue. There were no errors noted during stapling and the surgeon did not encounter any obstructions between the instrument jaws. There was no buttress material used and there were no observed malformed staples. The surgeon did not experience issues prior to firing the stapler reload and the target tissue was the stomach. During the stapling issue the reload was not stuck and all the staples appeared to have released from the reload pocket. The staple line was confirmed to be complete, but there was unexpected bleeding. The reporter was unsure at the amount of bleeding that occurred. The reloads are not available for return.